Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted log files. Data from the reported event date of 02feb2026 was reviewed in the submitted controller event log file. A driveline power fault alarm associated with power a broken fault flags activated from 11:07:20 and persisted through the end of the file at 13:15:21. No other notable events or alarms were captured. The alarms did not affect the controller's ability to operate the pump at the stored patient speed for the duration of the submitted log files. Provided information indicated that there was no visible external damage noted. A chest/abdomen x-ray was pending with all external equipment included. The controller and modular cable were both exchanged and repeat log files were submitted for review containing new events on 02feb2026. The log files post-exchange contained no notable events or alarms, and the driveline power fault appeared to have resolved. The system controller, serial number (B)(6), was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Section 8 of the IFU, ¿caring for the equipment¿ and section 6 of the patient handbook, ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency room (ER) with a driveline power fault alarm. No visible external damage was noted. Chest/abdomen xray was pending with all external equipment. Log file review was requested, and the log file confirmed driveline power a fault alarms on (B)(6) 2026. It was recommended by technical services (ts) to exchange the modular cable and system controller. Ts did not see any corrosion on the connectors, and there were there were no unusual events recorded in the log file event history post exchange. The driveline power faults did not return.